Event description:
It was reported by the patient's mother that the healthcare provider (hcp) was "working to detect pump issues", and the patient reportedly had two pump issues which weren't able to be detected "the first time." The pump was infusing baclofen. Information regarding a motor stall was reported in manufacturer report # 3004209178-2014-09205. Information regarding a kinked catheter was reported in manufacturer report # 3004209178-2013-21254. As it was unclear if the issues were related to these other events, this report will be submitted. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).